Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer turned the pump off, and was now unable to power the pump back on. Tandem technical support guided the customer through turning the pump back on. The customer successfully turned the pump back on and resumed insulin therapy. Customer had elevated blood glucose (bg) levels (349 mg/dl). Customer delivered a bolus to address elevated bg levels.